Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user was hospitalized with an unspecified elevated blood glucose (bg) level. Reportedly, the user took the pump off prior to the hospitalization. The user's healthcare provider (hcp) does not believe the hospitalization is pump or supply related. The user stated that they have used multiple different pumps for insulin therapy and none of the pumps were able to lower the user's bg level. The hcp believes the cause of the bg level are an internal issue. Reportedly, the user was treated in the hospital with manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.